Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in (B)(6) 2014. The patient was prescribed two product codes for a minicap transfer set. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name, manufacturer, and 510k number which have been provided. Should additional relevant information become available a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. The patient was reported to have recovered from the peritonitis. The patient¿s catheter was replaced and pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13e21067, h13i04032 and h13j04064. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.